Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed during service evaluation. However the quality engineer has identified failure code 570:xxx as the confirmed reported condition. The assignable cause was depleted main batteries as a result of use error. The main batteries were replaced to correct the reported condition. The user interface module software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and harness were replaced. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of does not hold a charge. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the birthing center department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.